Event description:
Reportedly, while placing the opened jaws of the instrument on the left atrium, the tissue began to bleed. Therefore, a grasper was applied to the site and the procedure was converted to an open procedure to complete the case with hand sewing. Procedure: closed maze. Pt status: no pt injury reported. Note: this was the surgeon's first experience with this product and conducting a maze procedure.